Event description:
Vascular closure device did not deploy in the femoral artery. The actual star-clip came out with the device and nothing was implanted into the patient. Manual pressure was held until hemostasis achieved. No other issues were encounteredpatient was not harmed.